Event description:
It was reported that the device had unexpected longevity and reached recommended replacement within approximately 3.5 years. Early battery depletion was suspected. The device was explanted and was replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4) the device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 4076 implantable pacing lead, (B)(6) 2007; 4196 implantable pacing lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.